Manufacturer narrative:
Device identifier :(B)(4). Failure analysis is not possible. The device was not returned for evaluation. The root cause cannot be determined due to the lack of information for lot number. However, it was found that old version of label designation is matching with the reported information. Lots between november 2015 and january 2016 were manufactured following that old version of designation. The designation was updated in january 2016 to precise the diameter of the drills.

Event description:
It was reported that the drill present in the forefoot set ii under the description ¿ao ¿2 in 1¿ cannulated drill dia.3.0mm l.12mm¿ should be named ¿ao ¿2 in 1¿ cannulated drill dia. 2.2/3.0mm l.12¿. This error in the description is confusing on the real diameter of the drill. There was no patient impact.